Event description:
The hcp reported the patient was experiencing lethargy and slurred speech. The patient also had been complaining of a spinal headache since a "procedure." The hcp did an MRI that demonstrated intraventricular fat. No other patient interventions were done, no device troubleshooting was required. The patient is reported to have recovered without sequela.